Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: the handle had a potential field age of (B)(4) with an unk number of uses at the time of the incident. There were no similar complaints of this type for either of the reported devices. It is possible that debris became present in the handle prior to the bolt being placed into the handle. This debris could have become lodged between the bolt and the handle causing the bolt to become seized. There is insufficient evidence to determine root cause of the event. Evaluation: as returned, the bolt was seized within the guide handle. Heavy damage was noted to the bolt's threaded end and hex head. Measurements taken are within specification. Device history records indicate the handle was manufactured and inspected to specification. Review of the device history records for the locking bolt was not possible as the product and/or lot number required for retrieval were unavailable; the lot # is etched onto the barrel which is lodged inside the targeting handle. It is not suspected that the product failed to meet specifications. No manufacturing abnormalities could be detected.

Event description:
It was reported that the locking bolt seized within the (B)(4) guide. A one hour delay in the procedure was incurred.